Manufacturer narrative:
Citation: mayer t., et al. Spinal metastases treated with bipolar radiofrequency ablation with increased (> 70 ¿c) target temperature: pain management and local tumor control. Diagnostic and interventional imaging (2020), https://doi.org/10.1016/j.diii.2020.04.012 neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown whether the reported product caused or contributed to the patient death, we are filling this MDR for notification purpose. If information is provided in the future, a supplemental report will be issued.

Event description:
Total patients: 31 (female: 20, male: 11), mean age: 62.4 years it was reported in the literature titled ¿spinal metastases treated with bipolar radiofrequency ablation with increased (> 70¿c) target temperature: pain management and local tumor control¿ that thirty-one patients with a total of 37 metastases who were treated with b-rfa (bipolar radio-frequency ablation) with increased temperature and vertebroplasty from january 2016 to may 2019 were retrospectively studied. Patients and metastases characteristics, procedure details and clinical outcomes were analyzed. On an unknown date, one patient had lethal sepsis, who was also suffering from an end-stage lung cancer. The patient was treated with b-rfa and vertebral augmentation despite a para-vertebral abscess misdiagnosed the day of the procedure. The abscess was drained two days after the procedure, and a targeted antibiotic therapy was established. Nevertheless, the patient died 3 weeks later as a result of sepsis complications.